Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Based upon the model number, serial number and implanted date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the event of leak as follows: "unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing."

Event description:
Health professional reported in (B)(6) study experienced an event or port leak. Action taken was lap-band ap system surgical revision, with replacement of tubing. Band and port remain implanted.